Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used in combination with the cautery device (esg-400). The subject device turned off. After a while, it turned on. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
Based on additional information from the facility, we identified that the event date was (B)(6) 2019. The subject device and the cautery device (esg-400) used in combination with the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed for the subject device and found no irregularities. When we turned on the subject device, the event that the subject device turned off suddenly was not reproduced. When we checked the event log of the event date for the subject device, we confirmed that system connection error (u503), esg communication error (u505) and open circuit error (u512) occurred. In combination with esg-400, we tried the following items repeatedly. However the reported event was not reproduced. Power on and off. Activating output. We were unable to reproduce the reported event. Therefore, the exact cause of the reported event could not be conclusively determined. Since we could not find any malfunction of the device, we assume that the cautery device used in combination had the malfunction. The above device handling has warned in the instruction manual as follows. No error window is displayed and no alarm sounds in the following error status. Perform the indicated remedial actions. Immediately stop the procedure and withdraw any instrument from inside the body cavity.